Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of eyes deformation, bags, stains, and wrinkles are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of eyes deformation, bags, stains, and wrinkles as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. Staining or discolouration at the injection site. Patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Patient reported prior to injection they were pretreated with a topical anesthetic and then injected with unspecified "hyaluronic acid". After injection patient developed "eyes deformation" with "bags and terrible stains" on their eyes. Patient used "expensive topic creams of dermatus" that did not resolve symptoms. Patient refused hyaluronidase because they were "afraid that wrinkles could appear and that it could remove [their] natural collagen." Patient does not believe their symptoms are related to the device and are instead related to the "physician's bad administration." Patient notes they are "going to have a blepharoplasty". After 10 months patient still has bags and wrinkles that they never had before.